Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a prime rewind anomaly on their insulin pump. Customer's blood glucose was 317 mg/dl. It was found the customer could not finish priming their reservoir and the insulin pump was stuck on the rewind complete menu. Troubleshooting found the customer was able to deliver a bolus and the customer was able to escape from the rewind complete screen. Customer was advised attempting a bolus while in the rewind/fill tubing process would cause the a rewind complete/bolus delivery loop. No additional information provided.